Manufacturer narrative:
The pump passed the displacement test and sleep current measurement and self test. However, the pump failed the active current measurement due to moisture damage on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had issues with battery draining alarm. The customer received battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.